Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was identified that there was a single leaflet device attachment (slda) and the physician performed additional procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation/ single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr), dyspnea, and dyspnea on exertion appear to be a cascading effect of the reported slda. Tr and dyspnea are listed in the triclip system instructions for use as known possible complication associated with the triclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient was admitted and received a non-abbott transcatheter valve replacement. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes 4582, 4641 were removed and codes 1816, 4453, 4607 were added

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted successfully. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was identified that there was a single leaflet device attachment (slda). Tr was grade 5 after slda and the physician performed additional procedure for valve replacement. Tr was grade 0 after additional procedure.